Event description:
Procedure: laparoscopic nephrectomy. About 1mm of the active lower jaw of the ultra shear was missing. The instrument was immediately exchanged, and the missing piece of metal was found in the pt cavity. It was possible to remove it with no damage to the pt.